Manufacturer narrative:
A sample is available that has not yet been received by manufacturing for evaluation. No lot number was identified with this complaint therefore, a lot history review could not be conducted. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information has been requested. (B)(4).

Event description:
A doctor reported that a knife was dull during cataract surgery. An alternate knife was obtained in order to complete the procedure. There was no impact to the patient. Additional information has been requested.

Manufacturer narrative:
Five opened knife samples with no lot number information were received in a blade protector tray for the report of having dull blades. The returned samples were visually inspected and one of the five knives was found to be nonconforming with a damaged cutting edge. Penetration testing could not be performed due to the damaged condition of this sample. The other four knives were found to be conforming. The returned conforming knives received penetration testing and were found to be conforming. No lot number was identified with this complaint therefore, lot history and complaint history reviews could not be conducted. The exact root cause could not be determined from the investigation performed. The damage to the returned sample is consistent with damage that can occur when the blade contacts a hard surface such as the protective blade tray when product is improperly removed or inserted after use, from improper handling or from contact with another instrument during surgery or set-up. The exact root cause for the damaged knife sample is unknown therefore, specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any nonconformance, such as the damaged cutting edge exhibited on the returned opened sample, is removed from the lot and scrapped. Functional penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Corrected information is provided in describe event or problem which corrects the number of occurrences for this reported event. Additional information is provided in describe event or problem which clarifies this event involved four separate surgeries. (B)(4).

Event description:
Additional information received further clarified that this report involved four dull knives that were noted during separate cataract surgeries.